Manufacturer narrative:
Additional information: section b5: event description, section b7: patient medical history.

Event description:
Additional information indicated during balloon aortic valvuloplasty (bav), it was observed that there was ¿no room¿ in the sinus of valsalva (sov) when the 20mm balloon was inflated and the native leaflet was very close to the right coronary ostium. Based on the bav observations, the right coronary artery was protected with a guidewire and balloon. The 23mm sapien 3 valve was then deployed in a final 90:10 aortic/ventricular (a/v) position as intended. After valve deployment, transesophageal echocardiography (tee) showed an increased blood flow velocity in the right coronary artery (rca). It was judged that the rca was narrowed by the implanted sapien 3 valve. Although heart movement and hemodynamics were normal, a stent was placed in the rca prophylactically. The valve remains implanted in the patient. The native annular diameter measured 21.1mm x 24.0mm by CT with a valve area of 407mm2. Moderate-severe valvular calcification and mild aortic root calcification was reported. The sinotubular junction (stj) diameter measured 24.4mm x 22.3mm. The sov diameter measured 28.1mm x 26.5mm x 22.3mm. The coronary artery ostium height measured 11.9mm (left) and 10.6mm (right).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (valvular calcification) may have contributed to the narrowed rca, increased flow velocity and subsequent placement of a stent in the rca. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the aortic annulus. After valve deployment, transesophageal echocardiography (tee) showed an increased blood flow velocity in the right coronary artery (rca). It was judged that the rca was narrowed by the implanted sapien 3 valve. Although heart movement and hemodynamics were normal, a stent was placed in the rca prophylactically. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.